Manufacturer narrative:
On 26-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and the brim cap completely snapped off. It was initially reported by the customer that the handle of the vizigo sheath was cracked when it was taken out of the packaging. Caller stated the "orange piece" was completely snapped off. No damage to the outside of the packaging. When the sheath was replaced, the issue resolved. There was no patient consequence. The customer's reported handle issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 24-nov-2025, additional information was received clarifying that it was actually the brim cap that was separated. Based on this new information, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and the brim cap completely snapped off. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual inspection of the returned sample showed that the brim cap was completely detached from the device. The silicone ring and the hemostatic valve remained attached to the orange component and appeared to be in normal condition. Upon closer examination, stress marks were identified on the brim cap, indicating possible mechanical strain. A device history record was performed for the finished device batch number, and no internal actions were identified. The complaint was confirmed since the brim cap detached issue observed during the investigation could be related to the reported event. The potential cause of this type of failure could be related to the manipulation of the device after the procedure however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).